Event description:
It was reported that the urethral was injured during an inflatable penile prosthesis (ipp) surgery. As a result the surgery was suspended and no new device components were implanted.

Event description:
It was reported that the urethral was injured during an inflatable penile prosthesis (ipp) surgery. As a result the surgery was suspended and no new device components were implanted. Additional information received states the urethral injury was caused by the physician. There were no patient complications as a result of this event and the patient "got well." Additional information received states the urethral injury was a "slight tear of the urethra."

Manufacturer narrative:
Additional information provided.

Event description:
It was reported that the urethral was injured during an inflatable penile prosthesis (ipp) surgery. As a result the surgery was suspended and no new device components were implanted. Additional information received states the urethral injury was caused by the physician. There were no patient complications as a result of this event and the patient "got well."